Manufacturer narrative:
A field service engineer (fse) went on-site and replaced broken pinch valve vl33 to resolve problems with rinse cup overflow and leaking. Repairs were verified per established procedures and results met published performance specifications. The cause of the leak was a broken pinch valve vl33. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a diluted blood leak (less than 1cc) on the right side of the rinse cup against the wall. The leak stayed contained inside their coulter lh 750 slidemaker. There is an exposure control plan in place at the facility. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, glasses and gloves at the time of the incident. No injury or exposure was reported. No patient samples were affected by the leak.